Event description:
During coronary intervention, the balloon of the cypher stent delivery system ruptured below nominal pressure. However, the stent was deployed, but it was underexpanded. Consequently, the stent was postdilated. The target site was proximal left anterior descending artery, which was described as de novo lesion, heavily calcification and slight vessel tortuousity with 99% stenosis. Femoral approach was chosen, and the lesion was predilated with a ryujin 2.5 mm balloon. Subsequently, the cypher 3.50x18 stent was delivered to the target site and pressure was induced. However, the pressure rapidly decreased under 10 atmospheres. During a coronary angiogram rupture of the delivery catheter balloon was confirmed, as there was contrast medium leaking from the balloon. Although slight st elevation was observed, the pt did not have symptoms. The physician confirmed the stent had deployed; however it was under-expanded (which is coded as "other" under f10 device codes). Consequently, the stent had to be postdilated, and this was completed with a nc mercury balloon. The procedure was finished successfully without further incident to the pt.

Manufacturer narrative:
Of note, the physician commented that there was no problem during the insertion and inflation of the ryujin balloon catheter for predilation. The delivery catheter is available and will be returned for eval and testing. However, it has not been received as of to date. Please note additional info will be submitted within 30 days upon receipt. This device is distributed outside of the united states; however, it is similar to our united states distributed cypher sirolimus-eluting stents.